Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00081. The results of this investigation are as follows. This complaint cannot be classified as no sample was returned. The batch history records were checked, and no deviations were found. Each catheter is flow and leak tested during production and the tensile strength of the catheter components is randomly checked. Visual tests and incoming goods inspections are also carried out. There are different reasons which might lead to a catheter leakage: excessive tensile force applied. Pressure burst due to the use of small syringes. The usage of alcohol-based disinfectants. Mechanical damage due to sharp instruments. This is the second complaint for batches 8005925 and 8008092 and the 9th regarding a leakage on code 4g07002037. As each catheter is leak and flow tested, and the catheter had been in use for 7 days; we do not believe this was due to a manufacturing or design issue. Based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Vygon will continue to monitor this issue.

Event description:
PICC was placed on (B)(6). PICC was noted to be leaking under the dressing for both ports on (B)(6). When blood return was checked for green port lumen, blood was leaking from a hole in the PICC.

Manufacturer narrative:
Two occurences of this malfunction were reported to vygon, the details of the other can be found in MDR 2245270-2019-00081. One failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
PICC was placed on 11/27. PICC was noted to be leaking under the dressing for both ports on 12/5. When blood return was checked for green port lumen, blood was leaking from a hole in the PICC.